Manufacturer narrative:
(B)(4). The customer has discarded the test strips.

Event description:
The customer complained of discrepant results on the coaguchek xs meter with serial number (B)(4). The customer tested at 7:25 a.m. With a result of 2.1 inr. The customer used a different finger and re-tested at 7:35 a.m. With a result of 1.6 inr. The customer reported the result of 2.1 inr to her doctor. No changes were made to the customer's coumadin/warfarin dose. The customer's therapeutic range was 2.5 inr ¿ 3.5 inr. No adverse event occurred. The customer has been anemic in the past, but is not having issues currently. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies or lupus. The customer's coumadin dose had been increased the week prior to the event and she was concerned that her readings hadn't changed. The customer is not taking any new medication, has had no diet changes and no new illnesses. The meter and test strips were requested for investigation; however, the test strips will not be returned as the customer has already discarded them. The meter was returned. The test strips were not returned. During a review of the meter memory, the result of 1.6 inr that the customer alleged was not present on the date of (B)(6) 2018. The initial result of 2.1 inr was present and the second result listed in the memory is 1.8 inr. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr; donor 2 inr: 2.9 inr. Donor 1 hct: 45%; donor 2 hct: 38%. Donor 1: retention meter with master lot strips: 2.4 inr; donor 1: customer meter with master lot strips: 2.4 inr . Donor 2: retention meter with master lot strips: 2.9 inr; donor 2: customer meter with master lot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. Relevant retention test strips (lot 258638) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause for this event.